Manufacturer narrative:
The final 4 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 15 malfunction events, where it was reported the cot falsely engages into the fastener or the cot disengages from the fastener. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 2 devices are still pending evaluation.

Event description:
This report summarizes 13 malfunction events, where it was reported the cot falsely engages into the fastener or the cot disengages from the fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the cot falsely engages into the fastener or the cot disengages from the fastener. There was no patient involvement.